Event description:
It was reported that the patient experienced infection with an inflatable penile prosthesis (ipp) leading to the device being removed. A reimplant procedure was performed in which a new ipp was implanted. No information was provided about the patient's outcome.